Event description:
Device 2 of 2 reference MFR report#: 1627487-2014-23641. It was reported the patient is experiencing pain at the ipg site. The patient also reported the ipg is very superficial. In addition, the patient reported she is not receiving effective stimulation coverage in her lower back. Diagnostic testing revealed high impedance readings. Reprogramming was unable to resolve the issue. The patient will consult with the physician regarding possible surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.